Event description:
Rptr stated that rptr was about to give an injection to a pt when rptr noticed foreign material in the carpule of the syringe. The foreign material looked like a piece of glass floating around in the lidocaine solution. Fortunately, the rptr discovered the foreign material before the pt was treated, consequently no injuries were involved.